Manufacturer narrative:
(B)(4). UDI information: (B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2018, a patient was undergoing treatment of unknown type and location with a gore® viabahn® endoprosthesis. At some point during the procedure the catheter broke off in the patient. It is not known which segment of the catheter this included. The procedure was converted to open repair to retrieve the portion that broke off. The physician stated it was due to his error in the preparation of the vein. No further information is available.